Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic / pain in pelvic area daily, mild to severe at times'), genital haemorrhage ('general abnormal bleeding') and proteus test positive ('urine culture showed positive for bacteria proteus mirabilia') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2016 and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infections"), 6 years 3 months after insertion of essure. In june 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2017, the patient was found to have proteus test positive (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysuria ("dysuria"). The patient was treated with ciprofloxacin and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, proteus test positive, abdominal pain, depression, urinary tract infection, dysuria, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysuria, genital haemorrhage, menorrhagia, pelvic pain, proteus test positive, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date ((B)(6) 2006 (summons), (B)(6) 2011 (pfs) and (B)(6) 2011 (last pfs received). Patient had received treatment for pelvic pain, abdominal pain, and general abnormal bleeding. Hysterectomy on (B)(6) 2017 reported in pfs and mr, however plaintiff answered no to the question ¿have you had your essure removed?¿ in pfs (discrepant information). Conflicting information received: stated that plaintiff did not undergo confirmation test, however a result with bilateral occlusion was also reported diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, menorrhagia, abdominal pain, and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2019: pfs received: concomitant drugs were added. New event "psychological or psychiatric problems condition: mental anguish" was added. Outcome of event " pelvic pain" was updated as "recovering/ resolving". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic / pain in pelvic area daily, mild to severe at times'), genital haemorrhage ('general abnormal bleeding') and proteus test positive ('urine culture showed positive for bacteria proteus mirabilia') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol; norgestimate (ortho tri-cyclen) from (B)(6) 2016 to (B)(6) 2016 and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infections"), 6 years 3 months after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2017, the patient was found to have proteus test positive (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysuria ("dysuria"), post procedural complication ("post removal complication-yes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with ciprofloxacin and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had resolved and the proteus test positive, abdominal pain, depression, urinary tract infection, dysuria, vaginal haemorrhage, menorrhagia, anxiety, post procedural complication, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, proteus test positive, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date ((B)(6) 2006 (summons), (B)(6) 2011 (pfs) and (B)(6) 2011 (last pfs received). Patient had received treatment for pelvic pain, abdominal pain, and general abnormal bleeding. Hysterectomy on (B)(6) 2017 reported in pfs and mr, however plaintiff answered no to the question ¿have you had your essure removed?¿ in pfs (discrepant information). Conflicting information received: stated that plaintiff did not undergo confirmation test, however a result with bilateral occlusion was also reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, menorrhagia, abdominal pain, and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: pfs received: new events added: dyspareunia (painful sexual intercourse), dysmenorrhea(cramping) and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic / pain in pelvic area daily, mild to severe at times'), genital haemorrhage ('general abnormal bleeding') and proteus test positive ('urine culture showed positive for bacteria proteus mirabilia') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from 4-aug-2016 to 4-nov-2016 and paracetamol (acetaminophen). On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infections"), 6 years 3 months after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6)2017, the patient was found to have proteus test positive (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysuria ("dysuria") and post procedural complication ("post removal complication-yes"). The patient was treated with ciprofloxacin and surgery (hysterectomy (partial)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had resolved and the proteus test positive, abdominal pain, depression, urinary tract infection, dysuria, vaginal haemorrhage, menorrhagia, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysuria, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, proteus test positive, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6)2006 (summons), (B)(6)2011 (pfs) and (B)(6)2011 (last pfs received). Patient had received treatment for pelvic pain, abdominal pain, and general abnormal bleeding. Hysterectomy on (B)(6)2017 reported in pfs and mr, however plaintiff answered no to the question ¿have you had your essure removed?¿ in pfs (discrepant information). Conflicting information received: stated that plaintiff did not undergo confirmation test, however a result with bilateral occlusion was also reported diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, menorrhagia, abdominal pain, and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: plaintiff fact sheet received. Events added from pfs- post removal complication-yes. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic / pain in pelvic area daily, mild to severe at times'), genital haemorrhage ('general abnormal bleeding') and proteus infection ('urine culture showed positive for bacteria proteus mirabilia') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain ("pain abdominal"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced proteus infection (seriousness criterion medically significant) and experienced urinary tract infection ("urinary tract infections"), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysuria ("dysuria"). The patient was treated with ciprofloxacin and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, depression, proteus infection, urinary tract infection, dysuria, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, depression, dysuria, genital haemorrhage, menorrhagia, pelvic pain, proteus infection, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date ((B)(6) 2006 (summons), (B)(6) 2011 (pfs) and (B)(6) 2011 (last pfs received). Patient had received treatment for pelvic pain, abdominal pain, and general abnormal bleeding. Hysterectomy on (B)(6) 2017 reported in pfs and mr, however plaintiff answered no to the question ¿have you had your essure removed?¿ in pfs (discrepant information). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, menorrhagia, abdominal pain, and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs and mr received - reporter¿s information was updated and new reporters were added. Patient¿s information and essure insertion date were updated, essure removal date and the treatment medication ciprofloxacin were added. Furthermore, the events vaginal bleeding, menorrhagia, and proteus infection were added, the event psych injury was updated with new information and recoded to depression, the event bladder disorder was updated with new information and recoded to dysuria, and also the event urinary tract disorder was updated with new information and recoded to urinary tract infection. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.